Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis determined that arcing had occurred between two areas on the high power hybrid. The damage caused by the arcing resulted in there being only one high voltage capacitor in the circuit, allowing the device to charge to only half amplitude. Since the device charge never reached its proper level, the charge circuit capacitor would over charge resulting in the reported power on reset.